Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented with ischemic heart disease. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified distal right coronary artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the second inflation at 16 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications reported.